Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that the patient had been treated for periprosthetic distal femur fractures with plates. Some time later the patient returned with broken plates and a revision was performed.

Manufacturer narrative:
The reported event could be confirmed, since the broken plate is visible on the received x-ray. The broken plate was not returned as it was disposed per hospital protocol, therefore no inspection of the device was possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The provided information was forwarded to medical affairs for review with following feedback: "with the little available information and an x-ray only in one direction it appears that the construct has had insufficient stability for the complexity of the fracture. The visible debris under the second proximal screw did not influence the outcome. The stability of the construct is most probably insufficient with or without the debris." Based on the available information it is not possible to define the root cause of this event. More detailed information, like pre- and intra operative x-rays in different views, operation reports, patient history and as well as the affected device including lot number must be available for a complete assessment. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient had been treated for periprosthetic distal femur fractures with plates. Some time later the patient returned with broken plates and a revision was performed.